Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported false reactive architect anti-hbs results on two patients that were not reported out of the laboratory. Results provided: (B)(6) 2024 sid (B)(6) = 188.88 miu/ml. (B)(6) 2024 sid (B)(6) = 12.97 miu/ml. Results on the autobio platform were both negative; colloidal gold test results were both negative. Results on alinity at another laboratory: sid (B)(6) = 114.24 miu/ml. Sid (B)(6) = 14.99 miu/ml. No impact to patient management was reported.

Event description:
The customer reported false reactive architect anti-hbs results on two patients that were not reported out of the laboratory. Results provided: (B)(6) 2024 sid (B)(6) = 188.88 miu/ml. (B)(6) 2024 sid (B)(6) = 12.97 miu/ml. Results on the autobio platform were both negative; colloidal gold test results were both negative. Results on alinity at another laboratory: sid (B)(6) = 114.24 miu/ml. Sid (B)(6) = 14.99 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for observed falsely elevated results included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the product lot. Trending review determined no trends for the issue for the product. Device history record review of lot 52654fn01 did not show any non-conformances or deviations. Labelling and literature were reviewed which adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 52654fn01 was identified.